Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced mild bronchospasms and was admitted to the hospital. The patient was placed on assisted ventilation overnight and the event resolved. The physician assessed the event to be possibly related to the procedure, but not related to the device or stimulation. Physical analysis of the implantable pulse generator (ipg) could not be conducted in our laboratory, as the device remains implanted in the patient.